Event description:
A pump declared an alarm during insulin pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge correctly, and the customer was able to successfully load the cartridge and resume insulin therapy.